Event description:
It was reported to boston scientific that a wallflex enteral colonic stent was used during a colonoscopy procedure on (B)(6) 2010. According to the complainant, the patient was being treated for a malignant stricture within the rectosigmoid colon. During removal of the delivery system after a successful stent deployment, a 2cm piece of the tip broke off the delivery system and fell into the patient. The 2cm piece was retrieved from the patient by using biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - non-surgical medical intervention required.(B)(4) catheter tip break.the complainant indicated that the device will not be returned for evaluation (stent implanted, delivery system disposed); therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a wallflex enteral colonic stent was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, the patient was being treated for a malignant stricture within the rectosigmoid colon. During removal of the delivery system after a successful stent deployment, a 2cm piece of the tip broke off the delivery system and fell into the patient. The 2cm piece was retrieved from the patient by using biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6), 2010. It is suspected that while trying to remove the delivery system, the tip of the catheter got stuck on a portion of the stent, so when the physician pulled on the delivery system, the tip broke off. The stent did not migrate or move as a result of this issue. The anatomy was moderately tortuous. The complainant did confirm that the patient was doing great following the procedure.